Manufacturer narrative:
Product complaint # (B)(4). Additional information: did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information has been requested, however not received to date. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how did the reservoir fail to perform to spec? When was the issue noticed (intra-op or post-op during recovery)? How was the case resolved? Was another reservoir used to correct the situation? Were there any patient consequences? If so, was there any associated medical or surgical intervention? Device return status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. After procedure, the reservoir failed to perform to specification. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4, h6 component code: g07002 product not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.